Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter irrigation became impossible and the catheter was difficult to withdraw. After working on the left superior pulmonary vein (lspv) the irrigation pump for the catheter alerted to an occlusion in the irrigation line. When attempting to remove the catheter for troubleshooting they were unable to completely undeploy the catheter and extra force was required to remove the catheter through the sheath. Once the catheter was outside of the body, they observed that the guidewire lumen was no longer attached to the tip of the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event.

Manufacturer narrative:
The returned farawave catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported irrigations and withdrawal issues were not confirmed for the catheter. No problem detected was selected as the returned catheter was found to be without malfunction or defect in the test setting.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a farawave pfa catheter irrigation became impossible and the catheter was difficult to withdraw. After working on the left superior pulmonary vein (lspv) the irrigation pump for the catheter alerted to an occlusion in the irrigation line. When attempting to remove the catheter for troubleshooting they were unable to completely undeploy the catheter and extra force was required to remove the catheter through the sheath. Once the catheter was outside of the body they observed that the guidewire lumen was no longer attached to the tip of the catheter. The catheter was replaced with another farawave catheter, and the procedure was successfully completed. No patient complications were reported as a result of the event.